Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not charger or power on monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p4 pad was loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbars cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery was unable to charge or power on a monitor.